Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer reported blood glucose value of 399 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-377a, mmt-332a. Troubleshooting was performed for damage. Found the damage on the battery tube side and it was affecting the pump functionality. Troubleshooting was performed for the harm. The customer was using the pump for 48 hour before the reported event. No further patient complications were reported. No product return is required for mmt-377a, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor flex traces. No damage noted on the motor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, keypad overlay texture damage, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 05-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 05-jan-2026 in the pump history file and found. 1 lostsensor1alert (780) on 12/30/2025, 1 lowbatteryalert (104) on 12/30/2025 21:46:00.000 and 2 sensorerroralert (801) on 01/05/2026. Unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Earliest power data available per the power management tool/detail trace file is on 01/03/2026 6:50:59 pm. There was no power data available for the date of 12/30/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, found 2 fatal alarm pump error 35 on 01/06/2026 20:28:00.000 and on 01/06/2026 20:38:00.000 in the pump history file. Unable to perform the required testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs (hyperglycemia). Alarm-aa99-critical pump error (open book image) alarm confirmed due to fatal alarm-a338-pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage on the force sensor flex traces. Upload error confirmed [unable to perform the carelink upload due to critical pump error (open book image) alarm.] Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.